Event description:
It was reported that the customer's tandem mobi pump would not turn on, and the pump battery would not charge. The customer's blood glucose level was 600 mg/dl as a result of the issue. The customer took corrective action by administering a correction injection via manual insulin therapy. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.